Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the shower bag got water from the bottom that made it unusable. Related MFR for the controller: 2916596-2023-06982.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the gogear shower bag (lot number: 8543507) allowing fluid ingress inside was confirmed and reproduced. The returned shower bag was mounted in a sink, and water was poured onto the bag for ~10 minutes to induce a fluid ingress issue. The bag was then visually inspected. The bottom of the battery/battery clip enclosure was found to be slightly damp around the edges. It appeared that the seams on the bottom of the bag had slightly loosened and allowed water to ingress slowly into the bag. The ingress was only observed at the bottom of the bag, and no fluid was noted inside of the top lid or within the controller pocket. A root cause for the reported fluid ingress was determined to be damaged seams on the bottom of the bag; however, a root cause for this damage was not conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. Section 4 of the heartmate 3 patient handbook explains that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. Within this section, instructions are provided for how to safely use and take care of the shower bag. The user is also instructed to never expose the system controller or batteries to water. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the shower bag was not in use at the time of the event, and it is the only product that was affected by the water. The patient did not experience any adverse consequences due to the event.